Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after pressing the safety mechanism button on a bd insyte¿ autoguard¿ bc shielded IV catheter, only half of the needle was retracted in the safety barrel. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that after pressing the safety mechanism button on a bd insyte¿ autoguard¿ bc shielded IV catheter, only half of the needle was retracted in the safety barrel. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: the lot was built on afa line 9 on 05apr2017 thru 08apr2017 for the quantity of (B)(4) and packaged on afa packing line 11. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed that one unit with damaged grip (non-activation) was found during the pco sampling for which qn (B)(4) was generated and disposition of the product, root cause and corrective action were applied according to the quality control plan. Visual analysis observations and testing: received one used 18ga iag bc needle/barrel assembly and a needle cover along with a piece of top web packaging from lot number 7089508, the remainder of the unit (catheter/adapter assembly) was not returned for evaluation. The needle was partially retracted with the white button fully pressed. Visual/microscopic examination: observed there was damage on the grip (within the unit) which was preventing the hub from fully retracting. Investigation samples(s) meet manufacturing specifications: no. The damage inside the grip inhibited a full retraction of the needle into the barrel upon activation. Investigation conclusion: root cause. Relationship of device to the reported incident: manufacturing. The damaged inside the grip inhibited a full retraction of the needle into the barrel upon activation due to misalignment caused by normal wear of the gripper (machine). Note: all mechanics are trained to align the plug probes using the alignment tool.